Event description:
A doctor reported the eye tracking for the laser system was not working properly. There was no pt harm reported. Add'l info has been requested.

Manufacturer narrative:
A service visit has been performed and the investigation is still in progress, including root cause analysis. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Attempts have been made to obtain add'l info, at this time add'l info was not received. (B)(4).